Event description:
User reported a bobbin malfunction during weaning mode. User weaned off manually without incident. There was no patient harm.

Manufacturer narrative:
Device history logs confirmed the event. Upon return of the device, the bobbin assembly locked and operated as expected. The unit passed 200 full occlusion tests without issue. The device passed all preventive maintenance checks. No device problem could be confirmed. It is suspected that the user did not properly lock the bobbins after they were removed to release the tubing. Spectrum medical recommends to users to lock bobbins when in the release position to ensure it is secure when loading tubing.